Event description:
The affiliate reported: the patient is female and (B)(6) years old, did 1st v-p procedure in (B)(6)2013. The surgeon suspected excess drainage and did 2nd revision surgeon in (B)(6) 2013. Please see more details from complaint (B)(4). After the 2nd procedure, the patient became dizzy and was admitted into hospital again. Examination indicated the patient had symptom of high intracranial pressure and the ventricular enlargement by CT check. The surgeon adjusted the pressure to 200 mm h2o but the condition was not improved. The surgeon suspected the valve obstructed. The patient accepted 3rd surgery on (B)(6) 2014. Now the patient is still in hospital for continuous observation. Additional information by sales rep: the patient pressed the liquid storage balloon frequently(more than 100 times per day) and the anti-siphon device was triggered. But after she has stopped to press the balloon, the surgeon adjusted the pressure but without any effect.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected, the silicone housing was cut/torn at the siphon guard and the siphon guard was no longer attached to the valve. The valve was irrigated; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and no occlusion was noted, biological debris was flushed out of the valve during irrigation. The valve was dried. The valve could not be reflux tested or leak tested due to the damaged silicone housing. The valve was tested for programming, the valve failed the test. During the programming process the cam mechanism did not move. The valve was pressure tested at 60mmh2o, and failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.